Manufacturer narrative:
Continued h.6. (Health effect, impact code): f15. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding device return, device photos has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported, rupture and cysts. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Explanting physician reported rupture and cysts. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as unidentified (tear) opening. (Shell thickness was within specification). Cyst: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported rupture and cysts. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.